Manufacturer narrative:
A product investigation was completed: the investigation has confirmed that the lcp drill sleeve does not engage with the plate. The first turn of each thread (two start threads) was rolled closed by the chamfering or deburring operation during manufacturing. Relevant actions have been taken to address the issue. Device for a veterinary case, however, there was no patient involvement. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Device used for treatment, not diagnosis. Device used in a veterinary case - no patient information will be reported. Device is an instrument and is not implanted/explanted. Date returned to manufacturer. Concomitant reported part:1 x vet: lcp plate 1.5, straight, 6 holes, l 36mm (part vp4001.06 lot h217317). Reporters phone number: (B)(6). Subject device has been received and is currently in the evaluation process. Investigation is ongoing; no conclusion could be drawn as product is entering the complaint system. Device history records review was conducted. The report indicates that the: DHR review for part #03.114.001, synthes lot#h288454, release to warehouse date: 27-feb-2017, expiration date: n/a, supplier: (B)(4). No ncrs were generated during production. Review of the device history record showed that there were no issues during the manufacture of this product that would contribute to this complaint condition. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes on an event in (B)(6) as follows: it was reported that pre-operatively, the drill sleeve does not fit into the plate. No patient involvement. This complaint involves 1 part. Concomitant reported part: 1x vet: lcp plate 1.5, straight, 6 holes, l 36mm (part vp4001.06 lot h217317). This report is 1 of 1 for (B)(4).